Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in china. On 09-apr-2024, it was reported that the patient faced an issue with infusion set as there was no delivery alarm. The issue was resolved by changing infusion set. No further information was available.